Manufacturer narrative:
Please retract this MDR 2938836-2017-13269 as there is no complaint on this device. The serial number was entered incorrectly in the initial complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected. The device remains implanted. There were no adverse consequences to the patient.